Event description:
During a laparoscopic appendectomy, the ez35b was hard to fire. When the surgeon forced the instrument to fire, they heard a loud crack. A second ez35b was opened to complete the case. No consequence to the pt.

Manufacturer narrative:
Code 400 = damaged firing mechanism. Based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge had broken alignment fingers. No conclusion could be reached as to how this damage occurred. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve co's products.